Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a cartridge change error occurred. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.